Event description:
Customer reported an issue with the gas module ii, which may have resulted in loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative replaced the water trap gassy gas module. Unit was calibrated and safety tested to factory's specifications.